Event description:
On may 31, 2007, it was reported to boston scientific corporation that after the placement of an ultraflex tracheobronchial stent (patient age and gender unknown), "though the stent was deployed at the target lesion, migration of the stent was noted under CT after the patient was moved several times [during] the procedure." It was also reported that "the physician concluded that the first stent need not be removed since it wasn't [affecting] the patient." The physician waited a few days, then successfully placed another ultraflex tracheobronchial stent. The patient's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. A device history record review, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report. The physician's assessment of the relationship between the device and the event was reported as "unknown - may be related to [movement] of the patient [during the procedure]."